Event description:
Customer reported bravo capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
The site indicated that the incident unit will be returning to the manufacturer for evaluation when additional information pertinent to the incident presents itself, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).